Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tfna helical blade couldn't be fixed on the insertion-instrument as if the thread wasn't worked well. Surgeon decided to use helical blade of another length, as all available other helical blades with the same length had the same lot number. With the other length it was no problem to connect. There was a 5 minutes of surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Additional information has been received, the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.